Event description:
We have had over 80 requests to recalibrate the measuring rod and over 180 unplanned requests for service on the infant scales on top of annual evaluations of each scale. We have had this request for 90 column scales. Additionally, a scale come down that is off by 118 grams. We tested 11 additional infant scales of those, one was found out of tolerance (by 8 grams), and 6 had a measuring rod out of calibration. Each of the rods were off by 8.8 cm. This calibration issue is still occurring despite making sure to power cycle after re-calibrating.